Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport isp MRI via the right internal jugular vein, with postoperative radiographs confirming the catheter tip positioned at the upper edge of t6, and the procedure was reported to have been uneventful. Post the procedure on (B)(6) 2026, during a routine maintenance visit, the nursing staff were unable to obtain blood return, and catheter abnormality was initially suspected. It was further reported that the radiographic imaging revealed a fracture of the catheter tubing, with the proximal end migrated to the right atrium. Reportedly, the implanted port was subsequently removed through an interventional procedure. The current status of the patient is unknown.